Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that the 62-year-old male patient on impella cp support had no dopplerable pulses to impella leg. Additionally, the physician repositioned the cp as the patient was having brief episodes of ventricular tachycardia (vt) which have since been resolved. The cp was exchanged for impella 5.5 due to limb ischemia. The patient survived the procedure.